Event description:
The complaint info was forwarded by wmt, the former new deal distributor. It was reported that the screwdriver's male tips that fitted into the screw were broken upon receipt of the package. However, it was not found until the surgery. Forther info was not available.